Event description:
The nipple and nut seemed to have separated as the christmas tree was screwed onto the flowmeter. This is a barbed oxygen concentrator adaptor made with a hex screw used to connect oxygen tubing to a diss female outlet on a concentrator.